Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/29/2013 with the following findings: testing confirmed intermittent responses to button presses on the 'ok','up' and 'down' buttons. The 'contrast' button was unresponsive and hard to press. There was no visible damage on the keypad. The keypad cover was removed to check condition of the button contacts and contamination was observed under the contacts of all buttons. Unrelated to the initial complaint, the display screen was dim, discolored and difficult to read at the maximum contrast setting. The dim display was replaced with a new test display and was fully functional. The battery compartment was observed to be cracked. There was no evidence of moisture damage in the battery compartment. Audible alarm testing was prohibited due to the unresponsive 'contrast' button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the pump keypad buttons have become intermittently unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.